Event description:
It was reported following a percutaneous coronary intervention procedure (pci) with stent replacement, an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a right common femoral artery (rcfa) puncture with a 4.0mm lumen diameter. No calcification was found around the puncture site. A 7f radifocus (terumo) sheath was also used during the procedure. The angio-seal was deployed without any problems and hemostasis was achieved. After the procedure, the pt was put on bed rest for seventeen hours. The following day during a follow-up consultation, no issues were noted. Approximately, one hour post follow-up, a 30 cm sized hematoma had developed. Manual compression was applied and hemostasis was achieved. An echo-cardiogram was also performed, which revealed a pseudoaneurysm. The pt is still being monitored in the hospital.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary monitor pedal pulses.